Event description:
A malfunction was reported on the pump, but no notable events occurred before it. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating it was under control. Technical support provided information for resetting the pump and assisted the caller with the process, successfully preventing the recurrence of the malfunction code. The customer was advised to continue using the pump and to contact support if the issue recurred.